Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to pay attention to such defects.

Event description:
While administering an IV infusion to the patient using an indwelling needle, leakage was detected. The needle was immediately replaced with a new one and is now functioning normally.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.